Event description:
Bayer case number: (B)(4). Skin was badly burned [burn]. Put midol and then fell asleep [device use error]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("skin was badly burned") in a female patient who received midol heat vibes medicated plaster (lot no. Bu25111) for pain. Product or product use issues identified: device use error ("put midol and then fell asleep"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (topical) at an unspecified dose and frequency. On an unknown date she experienced thermal burn (seriousness criterion medically important). Midol heat vibes was withdrawn. At the time of the report, the event had not resolved. The reporter considered thermal burn to be related to midol heat vibes administration. Further company follow-up with the consumer is not possible. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Skin was badly burned [burn]. Put midol and then fell asleep [device use error]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of thermal burn ("skin was badly burned") in a female patient who received midol heat vibes medicated plaster (lot no. Bu25111) for pain. Product or product use issues identified: device use error ("put midol and then fell asleep"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes (topical) at an unspecified dose and frequency. On an unknown date she experienced thermal burn (seriousness criterion medically important). Midol heat vibes was withdrawn. At the time of the report, the event had not resolved. The reporter considered thermal burn to be related to midol heat vibes administration. Quality-safety evaluation of ptc: for midol heat vibes: based on technical investigation, a thorough review of the batch manufacturing record and certificate of analysis (coa) confirmed that the product meets all established quality specifications, indicating no manufacturing or quality-related deficiencies. The recorded average temperature of 58.1c over 8 hours is within the approved specification limits. Additionally, a confirmatory test was conducted by applying the patches to five different individuals and observing them over an eight- hour period. No abnormalities were observed in any of the cases. Verification of the retained sample artwork confirmed that the instructions for use, including warnings and precautions, are clearly printed, legible, and compliant with labelling requirements. The consumer applied the patch and subsequently fell asleep. The product instructions explicitly advise against use during sleep, as prolonged and unmonitored exposure to heat may increase the risk of skin irritation or burns. It is also noted that the complaint lacks additional critical details, such as the method of application, duration of use beyond the recommended time, clothing conditions, and environmental factors, which are necessary for a comprehensive assessment. Furthermore, individual sensitivity to heat may vary depending on skin condition and other personal factors. The reported event is most likely associated with use not in accordance with the provided instructions. No complaint sample was received for investigation by responsible quality unit (rqu). Based on the available information, no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported events and a quality defect. The reported events are not indicative of a quality deficit per se. This complaint is subject to routine signaling, trending according to established procedures. Any need for a corrective and/or preventive action is determined in response to the respective signal. The most recent follow-up information incorporated above includes data received on: 28-apr-2026: quality-safety evaluation of product technical complaint was received, manufacturer date was added, final report was ticked, imdrf codes and EU/ca fields were updated. Unconfirmed quality defect. Further company follow-up with the consumer is not possible. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.